Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device rewinds properly. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. No unexpected motor noise noted. The motor was tested outside of the device and passed. No motor error or insulin flow blocked or no delivery alarm noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had motor error. Customer stated that the insulin pump had no deliver alarm, button had to be press several times and battery was change. Customer reports the motor sound was grinding and louder. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.